Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. The patient suffered from diabetic ketoacidosis (dka) which resulted in hospitalization on(B)(6) 2025. Her blood glucose level was reported to be 300 mg/dl. Treatment involved the administration of insulin through an intravenous (IV) drip. The hospital stay extended beyond 24 hours. When tested for ketones, the results indicated high levels. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009443 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009443 was manufactured according to the work instruction (wi) version 98 packaging in the multivac 14, on 27/sep/2024, with a total of (B)(4). Units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6009443 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.